Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported at 0940 on (B)(6) 2018 rn called masimo cs on site to room 10f bed 12 as pox was not picking up. Rd adt on l middle finger with top adhesive flaps wrapped around the finger first and then the bottom adhesive flaps over the top. Attempted new adt on r ring finger and would pick up intermittently and then drop out with flat line. Changed cable and attached to new sensor and obtained signal. Pulled old cable and sensor. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.